Event description:
The customer reported that during routine check of balloon pump, pump failed safety disk leak test several times. No pt was involved in this event.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As precautionary measure, the "autofill connector" ((B)(4)) was replaced. The company rep completed pm with full calibration, a functional testing and safety check to factory specifications. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. (B)(4).